Manufacturer narrative:
Investigation was performed on meter (B)(4) with retained test strips lot number 1013604. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The customer used expired test strips (jul/10).

Event description:
A customer reported getting an unspecified error message on their freestyle freedom lite meter "about a month ago" upon sample application and as a result of being unable to test, experiencing tremulousness with subsequent loss of consciousness. The paramedics were called and treated customer with an oral glucose on the scene and further transported them to a local health care facility where they were diagnosed with hypoglycemia and treated with intravenous infusion of unknown type. There was no report of death or permanent impairment associated with this medical event.